Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep replaced the lemo receptacle and the interconnect cable. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 sys displayed a white image during fluoroscopy. No pt injury was reported.